Manufacturer narrative:
No additional information is available and currently this crt-d remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day after the implantation of this cardiac resynchronization therapy defibrillator (crt-d), this patient experienced a cerebral infarction resulting in paralysis on the right side. It is unknown if this injury was associated with the functionality of the device or with the surgical procedure. No other adverse patient effects were reported.